Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8f oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4) sorin group received a report that the gas exchange from the oxygenator was insufficient during a procedure. It was reported that the oxygenator had to be replaced and that the change out took 3 to 4 minutes. This medwatch is being filed as a result of the extended interruption in oxygen delivery during the change out. There was no report of patient injury. The inspire oxygenator was returned to sorin group (B)(4) for evaluation. Visual inspection and initial wash of the unit found no evidence of clots nor hematic deposition. Evaluation of the returned device, including performance testing and pressure drop testing, was unable to reproduce the reported issue. No problem or evidence of a device defect was identified. The root cause of the reported issue could not be determined and the oxygenator functioned according to specification. Sorin group (B)(4) will continue to monitor the market for trends for this type of issue.

Manufacturer narrative:
(B)(4) manufactures the inspire 8f oxygenator. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Sorin group received a report that the gas exchange from the oxygenator was insufficient during a procedure. It was reported that the oxygenator had to be replaced and that the change out took 3 to 4 mins. This medwatch is being filed as a result of the extended interruption in oxygen delivery during the change out. There was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the gas exchange from the oxygenator was insufficient during a procedure. There was no report of pt injury.